Event description:
It was reported that there was an infected gastric stimulator. It was noted that the patient underwent surgery to explant her gastric stimulator on (B)(6) 2014 due to a seroma that subsequently drained to the skin and became secondarily infected. It was noted that all device hardware was removed during the explant. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that infection occurred after stimulator repositioning. It was noted that there were no records of a culture being performed. It was noted that the entire system was explanted on (B)(6) 2014. It was noted that the patient had a replacement on the second day of (B)(6) and their may visit indicated that the patient was doing fine and theincisions healed.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. (B)(4).